Manufacturer narrative:
(B)(6).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6)2019. The patient stated her cgm value was in the 40s mg/dl, she had received an urgent low alert; however, she did not feel low. She performed a finger stick and her bg was 120 mg/dl. Approximately, fifteen minutes later, her cgm was 400 mg/dl; however, her bg was 160 mg/dl. Later during the night, her husband woke, found the patient unresponsive and called emergency medical services (ems). Ems administered saline and glucose via intravenous (IV) therapy and the patient recovered and was not transported to the hospital. Her cgm and bg values at the time of the event were not provided. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional event or patient information is available.